Event description:
The manufacturer received information alleging that the device's onscreen was misaligned when checking/ preparing it before use on a patient. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed, character were viewable , and display touch operations succeeded. Bg investigated the device and would resolve it by updating the software. The device passed final test and software was confirmed to be up to date.